Event description:
It was reported by a customer in the USA that, the 840 ventilator graphic user interface (gui) display was erratic. There was no reported patient injury.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The customer was advised to replace the graphic user interface central processing unit (cpu) printed circuit board (pcb). Although requested, no additional information regarding the repair completion is available. (B)(4).